Event description:
It was reported that during an unknown procedure, the device broke in half upon insertion. Unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.